Event description:
Md punctured right popliteal artery and advanced the guidewire with ease. He was unable to advance the stiffened 4fr. Catheter over the guidewire while attempting to advance the catheter, a 4 inch segment of guide wire broke off, migrated & was retrieved using a goose neck snare. The angioplasty was then completed.